Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-70 serial #:( B)(4) description: linear 3-4 lead, 70cm model #: sc-4316 lot #: 17970226 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a small lesion behind the right ear that was starting to protrude through the skin. The patient wore glasses and the lead was anchored right behind the right ear. It was believed that taking the glasses on and off rubbed the skin overtop of the lead and anchor causing the lesion. The patient underwent a revision procedure wherein the two supraorbital leads were explanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively.